Manufacturer narrative:
The reporter¿s phone number was not provided. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the trigger was sticky and the device failed the trigger test. During service/repair, it was determined that the motor was worn out and the device made an unusual noise and had strong vibration. It was further determined that the electronic control unit (ecu) contacts were corroded. It was observed that there was a sticky residue on the trigger assembly. The assignable root causes were determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device had no power. During in-house engineering evaluation, it was observed that the trigger was sticky and the device failed the trigger test. It was further determined that the device made an unusual noise and had a strong vibration. There was a ten-minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.